Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 pacemaker (B)(6) 2003; 5076-52 implantable pacing lead (B)(6) 2013.(B)(4).

Event description:
It was reported that the patient fell at home and the atrial lead became dislodged. The physician repositioned the lead and impedances were low and thresholds were high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead was extrinsically breached due to a cut, and a visual summary analysis of the lead indicated apparent explant damage. Electrical resistance and cross continuity test results were within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.